Event description:
Unable to maintain ordered dialysis blood flow rate from mahakur cvc. With this brand of cvc, when doing hemodialysis, the dialysis staff historically have not been able to obtain the flows needed to perform treatments resulting in patient receiving less than optimal hemodialysis. The ordered blood flow rate was 250ml/min but the catheter was only able to obtain blood flow rates of 150ml/min. Additionally, there were multiple arterial pressure alarms.